Event description:
A report has been received that reported regarding an event that occurred to a hemodialysis patient. A call has been placed to the dialysis facility for additional information and confirmation regarding the report. It was reported that this patient was having an event of hives, itching, multiple red spots on different part of body, shortness of breath, flushed face, and chest pain. The patient was given a dose of intravenous diphenhydramine and then they tried to continue the treatment when the allergic reaction progressed. The patient was transferred to the ER for further evaluation. The patient was discharged; however, it was learned that this patient has since transferred to a different dialysis facility where reuse is utilized. Additionally, it was learned that a different brand of manufactured dialyzer is being used at this time. Currently, this patient continues to have these symptoms despite switching to reuse and a different brand of dialyzer. Reportedly, the patient also receives dosing of diphenhydramine and prednisone. There is no sample and the lot is unknown.

Manufacturer narrative:
(B)(4).